Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis is use error- poor aseptic technique. A batch review of the potentially associated lot number (h10j11054) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a call with baxter on (B)(6) 2011, a nurse reported that on a day in (B)(6) 2011, the patient made a mistake/touch contamination, when the transfer set came undone in the shower and water got in it. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. A peritoneal effluent culture was performed. Treatment for the event was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the event of peritonitis. Pd therapy was ongoing at the time of this report. The nurse stated the peritonitis was not related to any of baxter products or pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. As the lot number was unknown and the sample was not available, a batch review and sample evaluation will not be performed. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.